Event description:
It was reported that the pt underwent a procedure to fuse t9-s1 using posterior fixation. It was reported that the transverse process at right t9 broke and the set screws at t10 and t11 were found loosening. Revision surgery was performed one and a half years post op to extend the fixation level up to t5. It was reported that the pt bone quality was poor.

Manufacturer narrative:
(B) (4). Neither device or film of applicable imaging studies were returned to the manufacturer for eval. We are unable to determine the cause of the event.